Event description:
Healthcare professional reported pain, swelling and warm sensation in the breast and stated that "the implant has started dissolving". Later, patient reported "I kept having bouts of fever that were clearly caused by the tissue around the right implant becoming inflamed. I had constant pain in my right breast because I had a capsular contracture, baker grade IV. My right breast was rock hard and always enlarged. My back pain was so bad that I couldn't get through the day without painkillers. Since the explantation, this has completely disappeared. I constantly had a blurry feeling - as if I wasn't really there. That has also gotten a lot better. My heart was always beating too fast and that made me very short of breath. All of these symptoms have improved a lot or disappeared completely since the explantation." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.